Event description:
Reporter indicated that patient's generator was explanted due to chest pain. The patient was reportedly hospitalized for the chest pain approximately six months prior. It was rpeorted that the chest pain did not subside when the device was programmed to off. The patient reportedly had some cardiac issues that may or may not be related to the vns. Treating neurologist indicated that the patient no longer needed the vns therapy as the seizures were being well-controlled with medications. Investigation to date has not been unable to determine whether the patient's pain was cardiac-related.